Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6), 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific corporation received additional information on january 14, 2022, as follows: medical and surgical history included chronic pain syndrome (since (B)(6) 2011), degeneration of lumbar or lumbosacral intervertebral disc ((B)(6) 2011), cigarette smoking x 40 years, and 2 vaginal deliveries. On (B)(6), 2018, the patient underwent a laparoscopic bilateral salpingo-oophorectomy, total vaginal hysterectomy, repair of enterocele, anterior and posterior colporrhaphy, transobturator sling, vaginal paravaginal repair and sacrospinous ligament suspension for the treatment of pelvic organ prolapse. The patient tolerated the operation well and there were no complications reported. Pathology showed early focal, low volume endometrioid adenocarcinoma without myometrial invasion on a background of complex hyperplasia detected after hysterectomy, normal post-operative course. The development and clinical course of endometrial hyperplasia, complex hyperplasia with atypia and early endometrial cancer were explained. In view of the small tumor volume and lack of myometrial invasion no further treatment was necessary at this time. She was advised her risk of recurrence is very low, less than 5%. Signs of recurrent disease were discussed with her. Routine exams every 6 months for 2-3 years were recommended. On (B)(6), 2019, the patient was seen in consultation for the evaluation of urinary incontinence and persistent pain after transobturator sling was implanted. The patient reported that she did not notice any improvement in symptoms of stress incontinence since her surgery in 2018. The pain was right-sided groin pain that had been treated with opioids previously and had lessened but never resolved. She also had two previous positive urine cultures/urinary tract infections (utis) in (B)(6) 2019 and (B)(6) 2019. The patient also reported that she has some urinary urgency but is able to get to the restroom in time. She uses 3-4 pads per day. She does not leak at night. She is usually up 2-3 times per night to void. She has a bit of urinary hesitancy and must turn on the water in the restroom to help with urination. She also notes some groin irritation from the sides of the pads. She was given a prescription for ditropan for the treatment of overactive bladder but did not fill it due to the cost of the medication. During pelvic examination, the physician can palpate the right arm of the trans-obturator mesh, which seems to be quite tender to the right side of the vagina and near the medial side of the obturator internus muscle. The left arm of the obturator sling is minimally painful. There is no obvious mesh exposure or mesh erosion. She has significant pain with palpation behind the pubic bone on the right side but not on the left. No adnexal masses were noted. There was also severe irritation from contact dermatitis on labia majora in addition to vaginal atrophy. The impression included persistent symptoms of stress urinary incontinence, urge urinary incontinence, recent bout of recurrent urinary tract infections, persistent right sided groin pain following trans-obturator sling in (B)(6) 2018. The patient states that she would like to have the sling removed, as she has noted no symptom improvement and had persistent pain with the sling in place. Reportedly, the physician will do a cystoscopy at her next appointment and will treat her with several days of antibiotics prior to the cystoscopy appointment. He would like her to have a urine culture that is negative the week prior the planned test. On (B)(6) 2019, the patient reports worsening suprapubic pain. The physician decided to cancel the cystoscopy due to her urinalysis result which appeared positive for leuk esterase and positive for nitrites. Urine culture was submitted during the visit and grew e. Coli. The physician gave the patient a prescription of macrobid 100mg twice daily for 14 days and must start immediately. On (B)(6), 2019, the patient went for a follow-up visit and review of test results. The patient was asymptomatic from any symptoms related to urinary tract infection diagnosed after her last visit. She still has persistent groin pain that she feels is related to the trans-obturator sling she had placed in 2018. The patient and her significant other would like to get the sling removed and delay having a urethral bulking procedure. The patient states that she would much rather be without the groin pain from the sling and does not care if she has worsening urinary incontinence. She is still wearing a pad for urinary leakage on most days. She is leaking both with cough and with urgency. Cystoscopy was also done during her visit and the patient was negative for evidence of chronic bladder inflammation or foreign body in the bladder. She had an area of stricture at the external urethral meatus but did not require dilation for entrance of the flexible cystoscope. She did not leak with a full bladder during the exam. Urine culture was submitted and came back as cleared of infection. The physician had also discussed the surgical plan to the patient such as removal of trans-obturator sling, cystoscopy, trigger point injection of exparel to obturator internus muscles bilaterally and kenalog. To her history of recurrent urinary tract infection, the physician would like to have her on 1 week of antibiotic suppression therapy prior to surgery. It was also noted the patient would likely need pelvic floor physical therapy (pfpt) to help resolve the right-sided periurethral pain. The patient was still smoking 1 pack/day and was advised of her increased risk of mesh exposure and mesh erosion and that it can be more difficult to control postoperative pain symptoms in patients who are current smokers. On (B)(6), 2020, the patient underwent excision of transobturator sling (approx 5 cm), cystourethroscopy, injection of exparel and kenalog to the obturator internus muscles bilaterally for the preoperative diagnoses of uti, pelvic pain, and stress urinary incontinence. The mesh was transected in the midline, then transected at the right obturator foramen and removed, and transected on the left side at the left obturator foramen and removed. Cystourethroscopy showed no abnormalities or injuries. Trigger point injections with kenalog and exparel were performed at the sites of the exit of the transobturator sling bilaterally where the maximal tenderness was noted. The patient was moved to the recovery room in stable condition. On (B)(6), 2020, the patient had a follow up via virtual phone visit. This was her first evaluation postoperatively due to difficulty maintaining contact with the patient. Prior office visits were no-shows. The patient sounded to be in good spirits and stated she has recovered nicely from her surgical intervention. She has no significant pelvic pain most of the time with only rare flares of discomfort. The patient has been able to return to her physical activities without difficulty. She has continued mild stress incontinence with cough. Her leakage was attributed to her chronic cough secondary to persistent smoking. She also empties her bladder with a normal stream. The patient was offered pfpt but declined. On (B)(6), 2020, the patient went for a follow-up visit. The patient reports that after having the mesh removed, she had 3-4 good days out of the month otherwise, she will have aching sensation in her lower abdomen near her pubic area. She is voiding every 4-5 x per day and will have 3 episodes of nocturia. She denies urge incontinence. She leaks urine with laugh, cough, or sneeze. She will need to wear a depends due to her leakage is gushing sensation. If her bladder becomes too full her bladder will ache. She reports vulvar itching x one year. Her itching will be become so intense, she will start to bleed. At her last visit, she was given nystatin ointment and it improved her vulvar itchiness. However, it came back in a few weeks. Patient reports she has chronic back pain and takes narcotics 2-4 times a day as needed. During physical exam, the labia is within normal limits. Posterior aspect hypopigmentation and moderate pruritus was noted in the area. Reportedly, obturator internus tenderness (right greater than left) was noted during palpation. The assessment included: labia irritation that the physician suspected was lichen sclerosus and for which the patient was started on treatment with clobetasol ointment; urinary incontinence for which a urine culture was submitted and oral medication was discussed; high tone pelvic floor dysfunction for which pfpt referral was provided; and urinary urgency for which the patient was advised on bladder irritants, diet, and behavior modification. Urine culture was positive, and the patient was started on macrobid. On (B)(6), 2021, the patient had a virtual visit. She reported to be in chronic pain and has anxiety and depression. The patient has had pain ever since her hysterectomy and sling placement in 2018. The patient had a mesh erosion and underwent a partial mesh excision from the vagina. The patient continues to be plagued with pain consistent with obturator neuralgia. The patient also has vaginal pain and cannot have intercourse secondary to the pain. She has recurrent incontinence and denies any vaginal bleeding or discharge. She also reported constipation and pain with sitting. The patient was advised she appears to have obturator nerve pain as well as possible pudendal nerve pain. The next most logical step in treatment is complete mesh excision. This would include a bilateral groin dissection for removal of the lateral arms of the mesh. Also any residual vaginal mesh would be removed. On (B)(6) 2021, a preoperative physical exam was done for the events reported in april. The patient also reported low pelvic pain as well as vaginal pain with some pain radiating down the medial thigh. Exam revealed minimal tenderness on deep palpation across the lower pelvic region just above the pubic bone, skin changes consistent with lichen simplex chronicus, no allodynia, positive point tenderness along the inferior pubic rami left greater than right, no skin rolling sensitivity, mild levator tenderness with moderate cystocele, and palpation of remnants of the mesh which was quite tender bilaterally (left greater than right). The impression was chronic pelvic pain with obturator neuralgia secondary to tvt-o sling placement. Reportedly, the patient wishes to proceed with transvaginal mesh excision with incidental cystocele repair and bilateral groin mesh excision. The procedure was scheduled for the following day.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6), 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The attending physicians are: (B)(6). Block h6: patient code e1405, e020201, e2333, e020202, e2006, e2330, e1310, e0123, e2326 and e1307 captures the reportable event of dyspareunia, anxiety, depression, prolapse, erosion, pain, urinary tract infection, nerve damage, inflammation and urethral stenosis/stricture. Impact code f1903 captures the reportable event of mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h2: additional information: blocks b5 (narrative) and e1 (zip code and initial reporter phone) have been updated based on the additional information received on february 7, 2023. Correction: blocks e3 (occupation), g2 (report source) and h6 (evaluation conclusion code) has been corrected. Block b3 date of event: date of event was approximated to december 13, 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The attending physicians are: (B)(6). Block h6: the following imdrf patient code capture the reportable events of: e2006 - erosion. E2330 - pain. E1405 - dyspareunia. E020201 - anxiety. E1307 - urethral stenosis/stricture. E1310 - urinary tract infection. E0123 - nerve damage. E2326 - inflammation. E020202 - depression. The following imdrf impact code capture the reportable events of: f2303 - medication required. F1903 - device explantation.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific corporation received additional information on january 14, 2022, as follows: medical and surgical history included chronic pain syndrome (since (B)(6) 2011), degeneration of lumbar or lumbosacral intervertebral disc ((B)(6) 2011), cigarette smoking x 40 years, and 2 vaginal deliveries. On (B)(6) 2018, the patient underwent a laparoscopic bilateral salpingo-oophorectomy, total vaginal hysterectomy, repair of enterocele, anterior and posterior colporrhaphy, transobturator sling, vaginal paravaginal repair and sacrospinous ligament suspension for the treatment of pelvic organ prolapse. The patient tolerated the operation well and there were no complications reported. Pathology showed early focal, low volume endometrioid adenocarcinoma without myometrial invasion on a background of complex hyperplasia detected after hysterectomy, normal post-operative course. The development and clinical course of endometrial hyperplasia, complex hyperplasia with atypia and early endometrial cancer were explained. In view of the small tumor volume and lack of myometrial invasion no further treatment was necessary at this time. She was advised her risk of recurrence is very low, less than 5%. Signs of recurrent disease were discussed with her. Routine exams every 6 months for 2-3 years were recommended. On (B)(6) 2019, the patient was seen in consultation for the evaluation of urinary incontinence and persistent pain after transobturator sling was implanted. The patient reported that she did not notice any improvement in symptoms of stress incontinence since her surgery in 2018. The pain was right-sided groin pain that had been treated with opioids previously and had lessened but never resolved. She also had two previous positive urine cultures/urinary tract infections (utis) in (B)(6) 2019 and (B)(6) 2019. The patient also reported that she has some urinary urgency but is able to get to the restroom in time. She uses 3-4 pads per day. She does not leak at night. She is usually up 2-3 times per night to void. She has a bit of urinary hesitancy and must turn on the water in the restroom to help with urination. She also notes some groin irritation from the sides of the pads. She was given a prescription for ditropan for the treatment of overactive bladder but did not fill it due to the cost of the medication. During pelvic examination, the physician can palpate the right arm of the trans-obturator mesh, which seems to be quite tender to the right side of the vagina and near the medial side of the obturator internus muscle. The left arm of the obturator sling is minimally painful. There is no obvious mesh exposure or mesh erosion. She has significant pain with palpation behind the pubic bone on the right side but not on the left. No adnexal masses were noted. There was also severe irritation from contact dermatitis on labia majora in addition to vaginal atrophy. The impression included persistent symptoms of stress urinary incontinence, urge urinary incontinence, recent bout of recurrent urinary tract infections, persistent right sided groin pain following trans-obturator sling in (B)(6) 2018. The patient states that she would like to have the sling removed, as she has noted no symptom improvement and had persistent pain with the sling in place. Reportedly, the physician will do a cystoscopy at her next appointment and will treat her with several days of antibiotics prior to the cystoscopy appointment. He would like her to have a urine culture that is negative the week prior the planned test. On (B)(6) 2019, the patient reports worsening suprapubic pain. The physician decided to cancel the cystoscopy due to her urinalysis result which appeared positive for leuk esterase and positive for nitrites. Urine culture was submitted during the visit and grew e. Coli. The physician gave the patient a prescription of macrobid 100mg twice daily for 14 days and must start immediately. On (B)(6) 2019, the patient went for a follow-up visit and review of test results. The patient was asymptomatic from any symptoms related to urinary tract infection diagnosed after her last visit. She still has persistent groin pain that she feels is related to the trans-obturator sling she had placed in 2018. The patient and her significant other would like to get the sling removed and delay having a urethral bulking procedure. The patient states that she would much rather be without the groin pain from the sling and does not care if she has worsening urinary incontinence. She is still wearing a pad for urinary leakage on most days. She is leaking both with cough and with urgency. Cystoscopy was also done during her visit and the patient was negative for evidence of chronic bladder inflammation or foreign body in the bladder. She had an area of stricture at the external urethral meatus but did not require dilation for entrance of the flexible cystoscope. She did not leak with a full bladder during the exam. Urine culture was submitted and came back as cleared of infection. The physician had also discussed the surgical plan to the patient such as removal of trans-obturator sling, cystoscopy, trigger point injection of exparel to obturator internus muscles bilaterally and kenalog. To her history of recurrent urinary tract infection, the physician would like to have her on 1 week of antibiotic suppression therapy prior to surgery. It was also noted the patient would likely need pelvic floor physical therapy (pfpt) to help resolve the right-sided periurethral pain. The patient was still smoking 1 pack/day and was advised of her increased risk of mesh exposure and mesh erosion and that it can be more difficult to control postoperative pain symptoms in patients who are current smokers. On (B)(6) 2020, the patient underwent excision of transobturator sling (approx 5 cm), cystourethroscopy, injection of exparel and kenalog to the obturator internus muscles bilaterally for the preoperative diagnoses of uti, pelvic pain, and stress urinary incontinence. The mesh was transected in the midline, then transected at the right obturator foramen and removed, and transected on the left side at the left obturator foramen and removed. Cystourethroscopy showed no abnormalities or injuries. Trigger point injections with kenalog and exparel were performed at the sites of the exit of the transobturator sling bilaterally where the maximal tenderness was noted. The patient was moved to the recovery room in stable condition. On (B)(6) 2020, the patient had a follow up via virtual phone visit. This was her first evaluation postoperatively due to difficulty maintaining contact with the patient. Prior office visits were no-shows. The patient sounded to be in good spirits and stated she has recovered nicely from her surgical intervention. She has no significant pelvic pain most of the time with only rare flares of discomfort. The patient has been able to return to her physical activities without difficulty. She has continued mild stress incontinence with cough. Her leakage was attributed to her chronic cough secondary to persistent smoking. She also empties her bladder with a normal stream. The patient was offered pfpt but declined. On (B)(6) 2020, the patient went for a follow-up visit. The patient reports that after having the mesh removed, she had 3-4 good days out of the month otherwise, she will have aching sensation in her lower abdomen near her pubic area. She is voiding every 4-5 x per day and will have 3 episodes of nocturia. She denies urge incontinence. She leaks urine with laugh, cough, or sneeze. She will need to wear a depends due to her leakage is gushing sensation. If her bladder becomes too full her bladder will ache. She reports vulvar itching x one year. Her itching will be become so intense, she will start to bleed. At her last visit, she was given nystatin ointment and it improved her vulvar itchiness. However, it came back in a few weeks. Patient reports she has chronic back pain and takes narcotics 2-4 times a day as needed. During physical exam, the labia is within normal limits. Posterior aspect hypopigmentation and moderate pruritus was noted in the area. Reportedly, obturator internus tenderness (right greater than left) was noted during palpation. The assessment included: labia irritation that the physician suspected was lichen sclerosus and for which the patient was started on treatment with clobetasol ointment; urinary incontinence for which a urine culture was submitted and oral medication was discussed; high tone pelvic floor dysfunction for which pfpt referral was provided; and urinary urgency for which the patient was advised on bladder irritants, diet, and behavior modification. Urine culture was positive, and the patient was started on macrobid. On (B)(6) 2021, the patient had a virtual visit. She reported to be in chronic pain and has anxiety and depression. The patient has had pain ever since her hysterectomy and sling placement in 2018. The patient had a mesh erosion and underwent a partial mesh excision from the vagina. The patient continues to be plagued with pain consistent with obturator neuralgia. The patient also has vaginal pain and cannot have intercourse secondary to the pain. She has recurrent incontinence and denies any vaginal bleeding or discharge. She also reported constipation and pain with sitting. The patient was advised she appears to have obturator nerve pain as well as possible pudendal nerve pain. The next most logical step in treatment is complete mesh excision. This would include a bilateral groin dissection for removal of the lateral arms of the mesh. Also any residual vaginal mesh would be removed. On (B)(6) 2021, a preoperative physical exam was done for the events reported in april. The patient also reported low pelvic pain as well as vaginal pain with some pain radiating down the medial thigh. Exam revealed minimal tenderness on deep palpation across the lower pelvic region just above the pubic bone, skin changes consistent with lichen simplex chronicus, no allodynia, positive point tenderness along the inferior pubic rami left greater than right, no skin rolling sensitivity, mild levator tenderness with moderate cystocele, and palpation of remnants of the mesh which was quite tender bilaterally (left greater than right). The impression was chronic pelvic pain with obturator neuralgia secondary to tvt-o sling placement. Reportedly, the patient wishes to proceed with transvaginal mesh excision with incidental cystocele repair and bilateral groin mesh excision. The procedure was scheduled for the following day. Boston scientific corporation received additional information on february 7, 2023, as follows: the patient visited the clinic on (B)(6) 2019, complaining of back pain. The patient had unidentified urine incontinence, according to the doctor's assessment. On (B)(6) 2020, the patient experienced increased abdominal and pelvic pain as a result of the retained sling. On (B)(6) 2021, the patient was still in severe pain after the sling that was embedded in her pelvic muscles was removed. The overall findings of the physical examination were: there was no hepatosplenomegaly or chronic liver disease stigmata, no abdominal distension, no mass, and tender peri-umbilical skin. Plan: the patient must see her doctor and get an ultrasound. On (B)(6) 2021, the patient still had left and right pelvic pain from the retained sling, which they couldn't remove because it was embedded in the pelvic muscles. The patient was diagnosed on (B)(6) 2021, with vulvovaginitis caused by a yeast infection. Her pelvis was beginning to hurt once more. The patient was taking clobetasol and was told to cease and be prescribed diflucan in its place. The patient was also advised to visit her doctor for a follow-up. The patient was in the clinic on (B)(6) 2022, to re-establish care. The patient reports mild urinary leaking that isn't bothering her. During the day, she voids every 3--4 hours and also has one episode of nocturia. Her last urinary tract infection was months ago. She doesn't use pads. When she sits, she experiences aching pain in her lower abdomen, which is exacerbated by movement. She feels a need to keep her lower abdomen close to her bladder at all times. She claims to have four out of ten pain scale. She admits to drinking half a liter of sun drop per day. The patient was in the clinic on (B)(6) 2022 due to back pain. According to report, the patient also has yeast in urine and pelvic neuritis after the sling was removed.

Manufacturer narrative:
H6 (patient codes) has been updated based on the additional information received on august 2, 2023. Block b3 date of event: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The attending physicians are: (B)(6). Block h6: the following imdrf patient code capture the reportable events of: e2006 - erosion, e2330 - pain, e1405 - dyspareunia, e020201 - anxiety, e1307 - urethral stenosis/stricture, e1310 - urinary tract infection, e0123 - nerve damage, e2326 - inflammation, e020202 - depression, e1301- dysuria & e2311 - bladder discomfort. The following imdrf impact code capture the reportable events of: f2303 - medication required. F1903 - device explantation.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific corporation received additional information on january 14, 2022, as follows: medical and surgical history included chronic pain syndrome (since (B)(6) 2011), degeneration of lumbar or lumbosacral intervertebral disc ((B)(6) 2011), cigarette smoking x 40 years, and 2 vaginal deliveries. On (B)(6) 2018, the patient underwent a laparoscopic bilateral salpingo-oophorectomy, total vaginal hysterectomy, repair of enterocele, anterior and posterior colporrhaphy, transobturator sling, vaginal paravaginal repair and sacrospinous ligament suspension for the treatment of pelvic organ prolapse. The patient tolerated the operation well and there were no complications reported. Pathology showed early focal, low volume endometrioid adenocarcinoma without myometrial invasion on a background of complex hyperplasia detected after hysterectomy, normal post-operative course. The development and clinical course of endometrial hyperplasia, complex hyperplasia with atypia and early endometrial cancer were explained. In view of the small tumor volume and lack of myometrial invasion no further treatment was necessary at this time. She was advised her risk of recurrence is very low, less than 5%. Signs of recurrent disease were discussed with her. Routine exams every 6 months for 2-3 years were recommended. On (B)(6) 2019, the patient was seen in consultation for the evaluation of urinary incontinence and persistent pain after transobturator sling was implanted. The patient reported that she did not notice any improvement in symptoms of stress incontinence since her surgery in 2018. The pain was right-sided groin pain that had been treated with opioids previously and had lessened but never resolved. She also had two previous positive urine cultures/urinary tract infections (utis) in (B)(6) 2019 and (B)(6) 2019. The patient also reported that she has some urinary urgency but is able to get to the restroom in time. She uses 3-4 pads per day. She does not leak at night. She is usually up 2-3 times per night to void. She has a bit of urinary hesitancy and must turn on the water in the restroom to help with urination. She also notes some groin irritation from the sides of the pads. She was given a prescription for ditropan for the treatment of overactive bladder but did not fill it due to the cost of the medication. During pelvic examination, the physician can palpate the right arm of the trans-obturator mesh, which seems to be quite tender to the right side of the vagina and near the medial side of the obturator internus muscle. The left arm of the obturator sling is minimally painful. There is no obvious mesh exposure or mesh erosion. She has significant pain with palpation behind the pubic bone on the right side but not on the left. No adnexal masses were noted. There was also severe irritation from contact dermatitis on labia majora in addition to vaginal atrophy. The impression included persistent symptoms of stress urinary incontinence, urge urinary incontinence, recent bout of recurrent urinary tract infections, persistent right sided groin pain following trans-obturator sling in (B)(6) 2018. The patient states that she would like to have the sling removed, as she has noted no symptom improvement and had persistent pain with the sling in place. Reportedly, the physician will do a cystoscopy at her next appointment and will treat her with several days of antibiotics prior to the cystoscopy appointment. He would like her to have a urine culture that is negative the week prior the planned test. On (B)(6) 2019, the patient reports worsening suprapubic pain. The physician decided to cancel the cystoscopy due to her urinalysis result which appeared positive for leuk esterase and positive for nitrites. Urine culture was submitted during the visit and grew e. Coli. The physician gave the patient a prescription of macrobid 100mg twice daily for 14 days and must start immediately. On (B)(6) 2019, the patient went for a follow-up visit and review of test results. The patient was asymptomatic from any symptoms related to urinary tract infection diagnosed after her last visit. She still has persistent groin pain that she feels is related to the trans-obturator sling she had placed in 2018. The patient and her significant other would like to get the sling removed and delay having a urethral bulking procedure. The patient states that she would much rather be without the groin pain from the sling and does not care if she has worsening urinary incontinence. She is still wearing a pad for urinary leakage on most days. She is leaking both with cough and with urgency. Cystoscopy was also done during her visit and the patient was negative for evidence of chronic bladder inflammation or foreign body in the bladder. She had an area of stricture at the external urethral meatus but did not require dilation for entrance of the flexible cystoscope. She did not leak with a full bladder during the exam. Urine culture was submitted and came back as cleared of infection. The physician had also discussed the surgical plan to the patient such as removal of trans-obturator sling, cystoscopy, trigger point injection of exparel to obturator internus muscles bilaterally and kenalog. To her history of recurrent urinary tract infection, the physician would like to have her on 1 week of antibiotic suppression therapy prior to surgery. It was also noted the patient would likely need pelvic floor physical therapy (pfpt) to help resolve the right-sided periurethral pain. The patient was still smoking 1 pack/day and was advised of her increased risk of mesh exposure and mesh erosion and that it can be more difficult to control postoperative pain symptoms in patients who are current smokers. On (B)(6) 2020, the patient underwent excision of transobturator sling (approx 5 cm), cystourethroscopy, injection of exparel and kenalog to the obturator internus muscles bilaterally for the preoperative diagnoses of uti, pelvic pain, and stress urinary incontinence. The mesh was transected in the midline, then transected at the right obturator foramen and removed, and transected on the left side at the left obturator foramen and removed. Cystourethroscopy showed no abnormalities or injuries. Trigger point injections with kenalog and exparel were performed at the sites of the exit of the transobturator sling bilaterally where the maximal tenderness was noted. The patient was moved to the recovery room in stable condition. On (B)(6) 2020, the patient had a follow up via virtual phone visit. This was her first evaluation postoperatively due to difficulty maintaining contact with the patient. Prior office visits were no-shows. The patient sounded to be in good spirits and stated she has recovered nicely from her surgical intervention. She has no significant pelvic pain most of the time with only rare flares of discomfort. The patient has been able to return to her physical activities without difficulty. She has continued mild stress incontinence with cough. Her leakage was attributed to her chronic cough secondary to persistent smoking. She also empties her bladder with a normal stream. The patient was offered pfpt but declined. On (B)(6) 2020, the patient went for a follow-up visit. The patient reports that after having the mesh removed, she had 3-4 good days out of the month otherwise, she will have aching sensation in her lower abdomen near her pubic area. She is voiding every 4-5 x per day and will have 3 episodes of nocturia. She denies urge incontinence. She leaks urine with laugh, cough, or sneeze. She will need to wear a depends due to her leakage is gushing sensation. If her bladder becomes too full her bladder will ache. She reports vulvar itching x one year. Her itching will be become so intense, she will start to bleed. At her last visit, she was given nystatin ointment and it improved her vulvar itchiness. However, it came back in a few weeks. Patient reports she has chronic back pain and takes narcotics 2-4 times a day as needed. During physical exam, the labia is within normal limits. Posterior aspect hypopigmentation and moderate pruritus was noted in the area. Reportedly, obturator internus tenderness (right greater than left) was noted during palpation. The assessment included: labia irritation that the physician suspected was lichen sclerosus and for which the patient was started on treatment with clobetasol ointment; urinary incontinence for which a urine culture was submitted and oral medication was discussed; high tone pelvic floor dysfunction for which pfpt referral was provided; and urinary urgency for which the patient was advised on bladder irritants, diet, and behavior modification. Urine culture was positive, and the patient was started on macrobid. On (B)(6) 2021, the patient had a virtual visit. She reported to be in chronic pain and has anxiety and depression. The patient has had pain ever since her hysterectomy and sling placement in 2018. The patient had a mesh erosion and underwent a partial mesh excision from the vagina. The patient continues to be plagued with pain consistent with obturator neuralgia. The patient also has vaginal pain and cannot have intercourse secondary to the pain. She has recurrent incontinence and denies any vaginal bleeding or discharge. She also reported constipation and pain with sitting. The patient was advised she appears to have obturator nerve pain as well as possible pudendal nerve pain. The next most logical step in treatment is complete mesh excision. This would include a bilateral groin dissection for removal of the lateral arms of the mesh. Also any residual vaginal mesh would be removed. On (B)(6) 2021, a preoperative physical exam was done for the events reported in april. The patient also reported low pelvic pain as well as vaginal pain with some pain radiating down the medial thigh. Exam revealed minimal tenderness on deep palpation across the lower pelvic region just above the pubic bone, skin changes consistent with lichen simplex chronicus, no allodynia, positive point tenderness along the inferior pubic rami left greater than right, no skin rolling sensitivity, mild levator tenderness with moderate cystocele, and palpation of remnants of the mesh which was quite tender bilaterally (left greater than right). The impression was chronic pelvic pain with obturator neuralgia secondary to tvt-o sling placement. Reportedly, the patient wishes to proceed with transvaginal mesh excision with incidental cystocele repair and bilateral groin mesh excision. The procedure was scheduled for the following day. Boston scientific corporation received additional information on february 7, 2023, as follows: the patient visited the clinic on (B)(6) 2019, complaining of back pain. The patient had unidentified urine incontinence, according to the doctor's assessment. On (B)(6) 2020, the patient experienced increased abdominal and pelvic pain as a result of the retained sling. On (B)(6) 2021, the patient was still in severe pain after the sling that was embedded in her pelvic muscles was removed. The overall findings of the physical examination were: there was no hepatosplenomegaly or chronic liver disease stigmata, no abdominal distension, no mass, and tender peri-umbilical skin. Plan: the patient must see her doctor and get an ultrasound. On (B)(6) 2021, the patient still had left and right pelvic pain from the retained sling, which they couldn't remove because it was embedded in the pelvic muscles. The patient was diagnosed on (B)(6) 2021, with vulvovaginitis caused by a yeast infection. Her pelvis was beginning to hurt once more. The patient was taking clobetasol and was told to cease and be prescribed diflucan in its place. The patient was also advised to visit her doctor for a follow-up. The patient was in the clinic on (B)(6) 2022, to re-establish care. The patient reports mild urinary leaking that isn't bothering her. During the day, she voids every 3--4 hours and also has one episode of nocturia. Her last urinary tract infection was months ago. She doesn't use pads. When she sits, she experiences aching pain in her lower abdomen, which is exacerbated by movement. She feels a need to keep her lower abdomen close to her bladder at all times. She claims to have four out of ten pain scale. She admits to drinking half a liter of sun drop per day. The patient was in the clinic on (B)(6) 2022 due to back pain. According to report, the patient also has yeast in urine and pelvic neuritis after the sling was removed. Boston scientific corporation received additional information on august 2, 2023, as follows: on (B)(6) 2021, the patient complained of low pelvic pain across the lower pelvis, just above the pubic bone. She also has vaginal pain and pain radiating down the medial thigh, primarily to the left. Because of the pain, the patient is unable to have sexual intercourse. She notes constipation and sitting pain. In 2019, the patient experienced mesh erosion and had a small portion of the vaginal mesh removed. Her pain has gradually worsened over time. She also suffers from stress incontinence. She claims no dysuria, hematuria, vaginal bleeding, or discharge. The doctor has recommended a complete removal of the vaginal mesh along with the excision of any remaining parts for the next step in treatment. Additionally, a cystocele repair will be performed. Moreover, since the dissection would make a cystocele much worse, they would do a native tissue repair with resorbable sutures. Also bilateral groin exploration with excision of the mesh from this compartment. Current medications: 1. Desyrel, 2. Oxycodone, 3. Xanax & 4. Phenergan. Physical examination: abdomen: soft, flat, minimally tender on deep palpation across the lower pelvic region, just above the pubic bone. No guarding or rebound. Normal bowel sounds. Pelvic: external genitalia shows skin changes consistent with lichen simplex chronicus. No allodynia. Positive point tenderness along the inferior pubic rami left greater than right. No skin rolling sensitivity. The vagina shows mild levator tenderness with a moderate cystocele. The doctor believed that he could palpate remnants of the mesh, which were quite tender bilaterally, left greater than right. The cervix is surgically absent. Bimanual exam: the uterus is surgically absent. No masses are palpated. The coccyx is non-tender. The right sacrospinous ligament complex is non-tender. The left sacrospinous ligament complex is minimally tender. Extremities: no clubbing, cyanosis, or edema. The patient does note some skin rolling sensitivity along the medial left thigh. On (B)(6) 2021, the patient underwent a vaginal mesh excision, with bilateral groin exploration to treat obturator neuralgia, pudendal neuralgia, and dyspareunia. It was reported that the entire mesh piece on the left side was removed in one piece, and no mesh was found in the right vaginal area due to a prior partial excision. The right groin mesh was completely excised. After the procedure, the patient was taken to the recovery room and was awake, alert, and in stable condition. During the patient's visit to the clinic on (B)(6) 2022, she sought to resume her medical care. According to her, her pelvic pain has remained the same even after removing her sling. She occasionally experiences mild urinary leaking, but it is not a significant concern for her. Her urination pattern consists of voiding every 3-4 hours during the day and one episode of nocturia. She does not experience urge urinary incontinence, and she has been free of urinary tract infections for several months. She does not use pads. She experiences aching pain in her lower abdomen when sitting, and the pain worsens when she moves. The patient experiences the need to hold her lower abdomen near her bladder constantly and reports having pain for four out of seven days. She admits to consuming half a liter of sun drop daily and occasionally having one to two glasses of tea a month but denies drinking coffee and consuming a minimal amount of water. There is no report of vaginal or rectal pain. The pain score is four to seven with movement. The patient has labial intense itching, where she will scratch herself to bleed. She has been given clobetasol in the past, and it improved her itching significantly. She has a bowel movement once a day. She has not seen a pelvic floor, physical therapist. She injured herself at work, and she injured her lower back. She is taking hydrocodone three to four times per day. She is not in a pain contract. She takes xanax three times per day for anxiety. Physical exam: gynecology (labia): within normal limits. Bilateral labia majora moderate erythremia and areas of excoriation noted from scratching. Border of hypopigmentation noted. Assessment/plan: *dysuria - the patient's urinalysis revealed trace blood; the physician ordered a urine culture due to having dysuria and bladder discomfort. *lichen sclerosus - the patient was prescribed clobetasol use as directed. The patient will be referred to dermatology to oversee lichen sclerosus. *bladder spasms - the patient's post-void residual was within normal limits. If the urine culture comes back negative, the patient will begin taking medication for an overactive bladder. The doctor considered prescribing uribel for the patient, but it is contraindicated with her xanax medication. The patient is advised to reduce bladder irritants, as consuming a significant amount of liquids may be causing bladder spasms and discomfort. Follow-up should be scheduled as directed. The patient expressed understanding and agreement with the proposed plan.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6), 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The attending physicians are: dr. (B)(6). Block h6: patient code e1405, e020201, e2333, e020202, e2006, e2330, e1310 and e0123 captures the reportable event of dyspareunia, anxiety, depression, prolapse, erosion, pain, urinary tract infection and nerve damage. Impact code f1905 captures the reportable event of partial mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6), 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury. Boston scientific corporation received additional information on january 14, 2022, as follows: on (B)(6), 2018, the patient underwent a laparoscopic bilateral salpingo-oophorectomy, total vaginal hysterectomy, repair of enterocele, anterior and posterior colporrhaphy, transobturator sling, vaginal paravaginal repair and sacrospinous ligament suspension for the treatment of pelvic organ prolapse. The patient tolerated the operation well and there were no complications reported. On (B)(6), 2019, the patient was seen in consultation for the evaluation of urinary incontinence and persistent pain after transobturator sling was implanted. The patient reported that she did not notice any improvement in symptoms of stress incontinence since her surgery in 2018. The patient also reported that she has some urinary urgency but is able to get to the restroom in time. She uses 3-4 pads per day. She does not leak at night. She is usually up 2-3 times per night to void. She has a bit of urinary hesitancy and must turn on the water in the restroom to help with urination. She also notes some groin irritation from the sides of the pads. She was given a ditropan for the treatment of overactive bladder but did not fill it due to the cost of the medication. During pelvic examination, the physician can palpate the right arm of the trans-obturator mesh, which seems to be quite tender to the right side of the vagina and near the medial side of the obturator internus muscle. The left arm of the obturator sling is minimally painful. There is no obvious mesh exposure or mesh erosion. She has significant pain with palpation behind the pubic bone on the right side but not on the left. No adnexal masses were noted. The patient states that she would like to have the sling removed, as she has noted no symptom improvement and had persistent pain with the sling in place. Reportedly, the physician will do a cystoscopy at her next appointment and will treat her with several days of antibiotics prior to the cystoscopy appointment. He would like her to have a urine culture that is negative the week prior the planned test. On (B)(6), 2019, the patient reports worsening suprapubic pain. The physician decided to cancel the cystoscopy due to her urinalysis result which appeared positive for leuk esterase and positive for nitrites. Urine culture was done during the visit. The physician gave the patient a prescription of macrobid 100mg twice daily for 14 days and must start immediately. On (B)(6), 2019, the patient went for a follow-up visit and review of test results. The physician reports that the patient had an acute urinary tract infection when she came for her cystoscopy at the last visit. During her visit on (B)(6), 2019, the patient was asymptomatic from any symptoms related to urinary tract infection. She still has persistent groin pain that she feels is related to the trans-obturator sling she had placed in 2018. The patient and her significant other would like to get the sling removed and delay having a urethral bulking procedure. The patient states that she would much rather be without the groin pain from the sling and does not care if she has worsening urinary incontinence. She is still wearing a pad for urinary leakage on most days. She is leaking both with cough and with urgency. Cystoscopy was also done during her visit and the patient was negative for evidence of chronic bladder inflammation or foreign body in the bladder. The physician had also discussed the surgical plan to the patient such as removal of trans-obturator sling, cystoscopy, trigger point injection of exparel to obturator internus muscles bilaterally and kenalog. To her history of recurrent urinary tract infection, the physician would like to have her on 1 week of antibiotic suppression therapy prior to surgery. On (B)(6), 2020, the patient is status postoperative excision of transobturator sling, cystourethroscopy, injection of exparel to pelvic floor for pelvic pain. The patient sounds to be in good spirits and stated she has recovered nicely from her surgical intervention. The patient has been able to return to her physical activities without difficulty. She has continued mild stress incontinence with cough. The patient is a smoker which contributes to her chronic cough. She also empties her bladder with a normal stream. On (B)(6), 2020, the patient went for a follow-up visit. The patient reports that after having the mesh removed, she had 3-4 good days out of the month. Th patient still had leaks during laughing, coughing and sneeze. The patient also reports valvular itching and has become so intense. Patient also reports that she has chronic back pain and takes narcotics 2-4 times a day as needed. During physical exam, the labia is within normal limits. Posterior aspect hypopigmentation and moderate pruritus was noted in the area. Reportedly, left obturator internus tenderness was noted during palpation in patient's vagina. The physician suspects that the patient has symptoms of lichen sclerosus and that she will be treated with clobetasol ointment. On (B)(6), 2021, the patient was reported to be in chronic pain and has anxiety and depression. The patient has had pain ever since. The patient had a mesh erosion and underwent a partial mesh excision from the vagina. The patient continues to be plagued with pain consistent with obturator neuralgia. The patient also has vaginal pain and cannot have intercourse secondary to the pain. She has recurrent incontinence and denies any vaginal bleeding or discharge. On (B)(6), 2021, physical exam was done. A mild tenderness with moderate cystocele was noted in the vagina. The physician believe that he could palpate the remnants of the mesh which was quite tender bilaterally left greater than right. Reportedly, the patient wishes to proceed with transvaginal mesh excision with incidental cystocele repair and bilateral groin mesh excision.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during a procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury.